Manufacturer narrative:
Approximate age of device: 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 due to elevated levels of lactate dehydrogenase (ldh), blood in the stool and high pump power. Pump thrombosis was suspected and treatment with bilvalirudin was initiated. The patient has been medically maintained on aspirin and effient and coumadin. An echocardiogram showed the aortic valve opening with every beat. A chest CT with 3-d reconstruction suggested thrombosis. The submitted log file was reviewed by the manufacturer¿s technical service representative and no unusual pump parameters were noted. A second log file reviewed by the manufacturer's technical services representative noted pump power and estimated flow trending slightly upward. A pump exchange was subsequently performed on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Prior to disassembly of the returned pump, examination of the blood-contacting surfaces found two small, red and white, tissue-like depositions within the proximal side of the outlet stator. The depositions were loosely seated between the outlet bearing and one of the stator blades and did not show lamination or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the depositions were not likely present while the pump was operating. The origins of the depositions could not be conclusively determined. The evaluation could not conclusively correlate the observed depositions to the reported elevated lactate dehydrogenase (ldh). Additionally, the evaluation of the submitted log file appeared to show the pump functioning as intended. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.